Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient desired more effective stimulation coverage in his back. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where an additional lead was implanted. Reportedly, the patient has effective stimulation coverage and the issue is now resolved.